Event description:
A physician reported that during implantation of an intraocular lens (iol) the had a defect in it that appeared to be a bubble within the iol itself. It did not appear to be anything that could've happened during the loading process. Lens was cut into pieces while being removed from eye and then discarded. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).